Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached or missing sensor wire occurred. The sensor was inserted into the arm on (B)(6) 2025. It was reported that the patient wore the sensor beyond intended use. Labeling indicates: g4 and g5 mobile sensor sessions last seven days and g6/g7 lasts ten days. No product or data was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.